Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17209001l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® sf nav bi-directional catheter and a heavy noise occurred and the electric potentials could not be seen. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Additional information was requested to clarify the event and it was informed that the noise was observed in both carto and recording system. This event is being reported conservatively since bwi cannot assure that physician had an available signal to monitor patient's heart rhythm and the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient underwent a procedure with a thermocool® sf nav bi-directional catheter and a heavy noise occurred and the electric potentials could not be seen. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Additional information was requested to clarify the event and it was informed that the noise was observed in both carto and recording system. This event is being reported conservatively since bwi cannot assure that physician had an available signal to monitor patient¿s heart rhythm and the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. No significant trends have been identified at this time; therefore no CAPA activity is required.